Event description:
The perfusionist reported that approximately two minutes into bypass, the arterial roller pump stopped. No error codes were noted at the time of the incident. The error code did not clear when the pump was power cycled. The perfusionist hand cranked. The roller pump was replaced by a centrifugal pump and the case continued.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s3 roller pump. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed by sorin group USA on behalf of sorin group (B) (4). The perfusionist reported that approximately two minutes into bypass, the arterial roller pump stopped. No error codes were noted at the time of the incident. The error code did not clear when the pump was power cycled. The perfusionist hand cranked. The roller pump was replaced by a centrifugal pump and the case continued. The roller pump was power cycled again and the error code reset. Internal inspection of the pump revealed no anomalies. The unit passed the speed pot test without fault. The pump was operated for 24 hours under normal conditions and then subjected to an endurance test of 250 hours. The level, bubble and pressure controls operated according to specifications. The problem could not be reproduced. It was reported that the chief perfusionist felt that the perfusionist may have seen a level, bubble or pressure alarm; not a roller pump error. As a precaution, the roller pump was moved into the sucker pump position. Sorin group (B) (4) concluded that the problem could have occurred as a result of external equipment such as the level, bubble, and/or pressure control.